Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported several short alarms/beeping tones coming from the system controller the night of (B)(6) 2022. In the hospital, the vad coordinator noticed a damaged insulation on the black power cable of the system controller. Log files were reviewed and no unexpected alarms were observed. Several low battery advisory and a few low battery hazard alarms were noted. The power drainage on the black power cable was higher than that of the white power cable.

Event description:
The system controller was exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of repeated atypical alarms and damages to the power cables were confirmed. The heartmate ii system controller serial number: (B)(6) was returned for evaluation and a log file was downloaded for review. The submitted and downloaded log files collectively contained data spanning approximately 8 days (15nov2022 to 23nov2022 per timestamp). Intermittently throughout the data while the system controller was connected to the battery power, atypical strings of low voltage advisory alarms were observed. These alarms activated due to the rsoc of either power cable briefly fluctuating below then above the designed alarm threshold. The observed atypical alarms did not impact the ability of the controller to operate the pump at the set speed, as the pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned controller revealed a few tears in the outer jackets of both the white and black power cables; these tears slightly exposed the cables¿ inner layers and shielding. Fluid ingress was also observed within the cables as a result of the damages to the outer jacket. During functional testing of the controller, atypical alarms were unable to be reproduced; however, multiple wires within the power cables were observed to have increased resistance values. These resistance values varied greatly when manipulating the cable by hand. Therefore, the wire fatigue likely contributed to the observed voltage variations within the log file. The root cause of the repeated low voltage alarms was determined to be related to the wire fatigue within the power cables. The root cause of the observed power cable damages could not conclusively be determined through this evaluation. The heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ provides users with detailed instructions on how to shower while maintaining the safety of the patient and the heartmate equipment. Failure to follow these instructions closely may lead to damage of the system controller. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ provides users with descriptions of each alarm that may sound from their system controller, including those associated with low voltage conditions. Instructions for how to resolve each of these alarms safely are also provided. The heartmate ii patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect all equipment including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate ii patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.